Event description:
A rusch brillant 170003 catheter was placed intraoperatively. The child rolled from his stomach onto his back, and the catheter broke off at the bifurcation point. According to the nurse, there was no pull on the catheter. No new catheter had to be inserted and the child was not injured.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
A rusch brillant 170003 catheter was placed intraoperatively. The child rolled from his stomach onto his back, and the catheter broke off at the bifurcation point. According to the nurse, there was no pull on the catheter. No new catheter had to be inserted and the child was not injured.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection test. Visual examination was conducted on the returned sample and it was observed that the catheter was broke into two parts. Both the catheter shaft and funnel were examined using dino-lite to analyse the damaged area and torn edges. Based on observation, the torn shaft surface was jagged and uneven. Review on the funnel portion reveals same cutting edges in which suggesting that the tube was once well attached to the funnel. Catheter broke may occur due to various reasons such as catheter was in contact with sharp or pointed object that may deteriorate the catheter. The catheter was in use nevertheless, as part of our initiative, positive released test was conducted at injection molding process. As per spm-a51-002, mmaximum of 8 pieces of catheter from each batch were tested using weight load during start and stop of injection moulding process. 0.75kg load (for catheter size ch6-ch10) and 1kg load (for size ch12 and above) will be tested as per bs en iso20696:2018 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the above investigations, no problem found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.